Manufacturer narrative:
Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed that data from the date of the complaint was not available due to the data being overwritten as the result of continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced blood glucose (bg) of 392 mg/dl with large ketones. She stated that the patient's bg decreased (value was not reported) without a correction. The family member reported that the patient's bg elevated on (B)(6) 2011 to 364 mg/dl. There were no further reported symptoms. She stated that the patient was going through puberty. She noted that the patient's bg at the time of the call to animas customer support was 166 mg/dl/ customer support (cs) reviewed the pump with the family member and found that all history and settings were correct. Troubleshooting indicated that the fill cannula step was not being completed as recommended. The family member stated that the insulin was clear and was not expired. She denied bent cannulas and site issues, and stated that there were no bubbles in the tubing. While on the phone with cs, the family member successfully primed the pump into the air until drops were seen. Cs determined there were no mechanical issues with the pump, and that the patient's high bgs may be related to hormonal changes from puberty. The pump is not being returned at this time; the patient has continued insulin pump therapy without further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event on (B)(6) 2011 while using insulin pump therapy.